Event description:
A report was received that the patient could not turned the stimulation back on and experienced shocking sensation when charging the ipg following a non-device related procedure. It was reported that during that procedure, the patient was defibrillated which damaged the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The physician believed that the ipg just did not work after the defibrillation. The patient was doing well postoperatively. The explanted device wa not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient could not turned the stimulation back on and experienced shocking sensation when charging the ipg following a non-device related procedure. It was reported that during that procedure, the patient was defibrillated which damaged the ipg. The patient will undergo an ipg replacement procedure.